Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: none. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports while performing test on hemochron response coagulation system had to remove tube because instrument continued to count even though the tube was clotted. This event occurred outside the us.